Manufacturer narrative:
Based on information obtained regarding the device, kci's assessment remains the same; it cannot be determined if the alleged patient hospitalization is related to activ.a.c.¿ therapy system.

Event description:
On 16-mar-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 15-may-2018, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged patient hospitalization is related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Maintaining a seal. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the patient was allegedly admitted to the hospital while on the activ.a.c.¿ therapy system. No additional information was provided. On (B)(6) 2018, the following information was reported to kci by the physician: the patient was discharged from v.a.c.® therapy on (B)(6) 2018 as the patient was hospitalized for a wound related procedure.